Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. A previous investigation found product development, marketing, and surgeon input has determined that the 2.5mm pin needs to have a short version for small patients to help prevent breakages. CAPA-(B)(4) was initiated on (B)(4), 2009 to address the corrective actions. CAPA-(B)(4) was completed on (B)(4), 2011. The new part number for the shorter version pin is 1129-11-020. The provided part and lot number indicate the sample was the longer version. No further action indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
A 2.5mm clavicle pin sheared off upon insertion. The canal was prepped using appropriate size tap, but no drill. The pin broke initially at trochar tip, and then, when further implanted, again at the junction of the threads and pin shaft. This caused a 90-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.